Manufacturer narrative:
G4: 18aug2020; b4: 19aug2020. The manufacturer's field service technician advised replacing the motor controller board and power supply. The manufacturer's field service technician replaced the power supply and the motor controller board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The motor controller (mc) board was returned for failure investigation. Due to the extent of contamination noted on the power supply (psu), and verifying that the likely location of fluid dripping off of the mc pcba c14/c15 capacitors is at the location of noted corrosion on the psu, the root cause failure of this complaint has been modified to be electrolyte leak and contamination from the motor controller capacitors. Customer complaint verified. Root cause was failure of mc board c15.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
It was reported the unit lights up and runs on battery until depleted. The device was being prepared for use, however there was no patient harm.

Manufacturer narrative:
G4: 23dec2020. B4: 30dec2020. The defective power supply assembly was returned and based on visual and performance testing the 5v supply has failed. Root cause is failure of power supply assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.